Event description:
It was reported that there was a crack on patient's white power cable, and there was some blue/green discoloration. The patient did not report any alarms or abnormal pump function.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
B5 narrative information d4 - additional device information updated no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later confirmed that the system controller was exchanged.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted images confirmed damage and discoloration on the white power cable of the system controller. A specific cause for these findings could not be conclusively determined. The account submitted two images of the patient's white power cable connector revealing damage to the strain relief. Additionally, a green substance consistent with fluid ingress was noted at the site of damage. Review of the submitted log files captured the system operating as intended. No notable events or alarms were captured. Provided information revealed that the patient did not experience any alarms or abnormal pump function. The system controller was exchanged and would not be returned for evaluation. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. This section also instructs the user to not submerge the system controller in water or liquid and to keep the system controller power cables away from any liquid as well. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.